Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2011, abbott point of care was contacted regarding an I-stat troponin cartridge that yielded an unexpected result of 0.29 ng/ml on a pt at 9am. A lab troponin value of 0.0 ng/ml on the dimension and a negative ck-mb result were then obtained at 12:00pm. A repeat I-stat result (on a new sample) 0.72 ng/ml was also obtained around 12:00pm. Based on the information available there were no injuries associated with this event.